Event description:
The micro sagittal saw was returned to stryker instruments for evaluation due to allegedly overheating during testing. There was no procedure associated with the event, and no patient involvement or adverse consequences. It was reported that during service at the manufacturer the device ran without user activation. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Manufacturer evaluation was not able to confirm the reported overheating event as the device operated within temperature specification during testing. However, upon disassembly corrosion of the sockets, motor and rotor bearings was noted which could cause or contribute to device overheating. Additionally the device was found to run without user activation when the cable was flexed.